Manufacturer narrative:
The technician determined the problem to be a faulty emergency trend valve. The emergency trend function still works. The technician replaced the emergency trend valve to repair the bed.

Event description:
Info received indicates the head hi/low drifts down slowly.